Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 and h4. Evaluation: zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The electrode pads were put through extensive testing without duplicating the report. There was hair present on the pads; but it did not prevent the pads from acquiring ECG. The electrode pads were scrapped. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator displayed a "poor pad contact" message using these electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.